Event description:
It was reported by repair work order that the lock bar strut was broken which could affect patient support. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.